Event description:
As reported, after use of (2) 6f-12f mynx control venous vascular closure devices (vcd) patient presented back to the hospital with a pulmonary embolism (pe); the same day of the procedure. The treatment given was anticoagulation. An ultrasound was performed, the findings are unknown. The two access sites were in the left limb. Approximate distance between access sites was 1 mm. Hemostasis was achieved after the two minute hold period. Time to ambulation post procedure was two hours. The device was prepared and used per the instructions for use (IFU). A 10f non-cordis sheath was used. The procedure was performed by the physician. The procedure was a pulmonary vein isolation (pvi) atrial fibrillation ablation. An ultrasound was not performed prior to discharge. Other procedural details were requested but were not provided. The devices were discarded; therefore, they will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of (2) 6f-12f mynx control venous vascular closure devices (vcd) patient presented back to the hospital with a pulmonary embolism (pe); the same day of the procedure. The treatment given was anticoagulation. An ultrasound was performed, the findings are unknown. The two access sites were in the left limb. Approximate distance between access sites was 1 mm. Hemostasis was achieved after the two minute hold period. Time to ambulation post procedure was two hours. The device was prepared and used per the instructions for use (IFU). A 10f non-cordis sheath was used. The procedure was performed by the physician. The procedure was a pulmonary vein isolation (pvi) atrial fibrillation ablation. An ultrasound was not performed prior to discharge. Other procedural details were requested but were not provided. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the device for analysis, the reported customer complaint "pulmonary embolism" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. It is possible that factors related to the procedure (such as pharmacology used), handling, and/or patient factor/comorbidities contributed to the reported event. A pulmonary embolism (pe) is a blood clot that travels to your lung and stays there. It can cause issues with blood flow and oxygen levels in your lungs, which can lead to serious problems like damage to your lungs and low oxygen levels in your blood. Conditions such as atrial fibrillation, which is the condition the patient was having the procedure performed for, can lead to clot formation that travels outside the atrium of the heart and into the patient circulation. As per the instructions for use (IFU), potential adverse events when using the mynx control venous include, but are not limited to, deep vein thrombosis, embolization, pulmonary embolism, and superficial vein thrombosis. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.